Event description:
A pt reported experiencing inaccurate erratic results with a ot profile meter. The pt's blood glucose results were 217mg/dl, 77mg/dl, 99mg/dl. Tests were done <10 mins apart with a difference of 63%. Pt did not experience any adverse events. No further info has been reported.